Event description:
Additional information was received on (B)(6) 2013 when it was reported that after the generator was replaced, the impedance value was 2067ohms. Product analysis on the generator was completed on (B)(6) 2013. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the pulsedisable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Confirmed an output pulse disabled condition due to a perceived low battery voltage; may be related to high energy exposure during explant process; device performed according to functional specifications after output was re-enabled.

Event description:
It was reported on (B)(6) 2013 that the vns patient has been experiencing an increase in seizure frequency and severity. The patient has had ER visits due to seizures. The seizures have not returned to baseline, but are not as well as they have been with vns. The physician believes the seizures are due to vns and the patient has been referred for prophylactic battery replacement. Patient's settings were noted to be output=1.75ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet output=2ma/magnet pulse width=500usec/magnet on time=60sec/ifi=no. Clinic notes dated (B)(6) 2013 were received. The patient was noted to have intermittent cerebral ischemia, hypertension nos, and chronic obstructive pulmonary disease (copd). The clinic notes mention that for the past 4 months the patient's seizure frequency has steadily increased, leading up to a significant gtc seizure in (B)(6). The physician noted that he believes her vns battery is now failing, leading to her increased seizure frequency. The patient visited the ER in (B)(6) for a significant scalp wound requiring sutures when she had a big gtc seizure. It was noted that the patient was having a minor seizure episode about once every 2 weeks till (B)(6) when she had a big gtc seizure. The physician reported that the patient's medical history of copd and hypertension nos were pre-existing conditions and did not occur after vns implant. Good faith attempts for additional information from the physician are underway but no further information has been received to date. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013 the physician reported that he would provide further information as soon as he can; however no additional information has been received to date. The patient underwent generator replacement surgery on (B)(6) 2013. The explanted generator was returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.